Event description:
General report received of an unspecified number of documented incidents of no flow. The primary tubing sets were being used to deliver unspecified solutions, at unspecified rates, via unspecified pumps. On unspecified dates, the option-lok male adapters of the secondary tubing sets were connected to proximal needleless valve connector y-sites on the primary tubing sets for piggyback deliveries of unspecified solutions. It was reported that the primary solution containers were hung lower than the secondary solution containers. After unspecified lengths of time, no flow of solutions from the secondary solution containers were noted. The secondary tubing sets were replaced and the therapies were resumed. There were no reports of adverse patient effects and no reported delays in critical therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.